Event description:
The customer reported that while running a hepatitis surface antigen assay summit sample handler did not pipette conjugate into well position a10 and no error message was given. A field service engineer was dispatched and was unable to duplicate the event. Fse replaced tip clamp and clamp sleeve and broken ldd springs in position #10. No death or serious injury was associated with this event.